Event description:
The sling bar of patient floor lift fractured during use in patient's home, causing the patient to fall off the sling sheet. The patient sustained a fracture to the arm proper, two abrasions to the head and large bruises on the back.

Event description:
The sling bar of patient floor lift fractured during use in patient's home, causing the patient to fall off the sling sheet. The patient sustained a fracture to the arm proper, two abrasions to the head and large bruises on the back.

Manufacturer narrative:
The slingbar is designed for 300kg safe working load, the lift is designed for 230kg safe working load. This means that the max load can't have been exceeded. The customer thinks that the slingbar was damaged when transporting the lift between locations. Handicare believes that to be a plausible root cause, since a undamaged slingbar should not brake when used properly. Furthermore this is the only reported case of a broken slingbar hook.